Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached above 250 mg/dl. The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses. Inspection of the device found no issues capable of preventing the deployment of the needle. It cannot be determined if the needle failed to deploy when intended. The data presented an 0xaa alarm. This alarm occurred after the pod completed the priming sequence. The cause of this alarm could not be determined.